Event description:
Reportable based on device analysis on (B)(4) 2014. It was reported that stent got stuck with the previously implanted stent. During percutaneous transluminal coronary angioplasty (ptca), a 3.0x16mm omega¿ stent was implanted in a calcified unspecified artery. The subsequent attempt was made to cross this implanted stent with a 2.5x8mm omega¿ stent. During maneuvering, 2.5x8mm stent got stuck in the 3.0x16mm stent. The stent delivery system was removed without problems and the procedure was completed with different of another same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damge and shaft break. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: inspection of the returned device revealed the balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 20cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. There were multiple kinks throughout the hypotube and shaft. The first three rows of struts on the proximal end of the stent were bunched, overlapping, bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The damage to the shaft and stent may be consistent with the interaction with previously implanted stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).